Event description:
"A pt expired after becoming disconnected from the ventilator. When found it was also noted that the ventilator was off and not alarming. The issue was reported several weeks after the event and two ventilators sequestered. Due to the delay in reporting, there was no way to rule out which of the two ventilators was involved. Both were tested and found to be in working order. Co is reporting this as a case of user error." This is description of incident as reported by nmi's customer.